Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a uphold lite was implanted into the patient on (B)(6) 2012. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; thigh pain; other pain: nerve pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; damage; psychiatric injury. Nonsurgical treatments: the patient was treated with pain medication, incontinence medication: movicol, and other medication: alepam. On (B)(6) 2020 the patient commenced physiotherapy treatment: pelvic floor therapy. Treatment duration: 2 and a half months. On (B)(6) 2020 the patient commenced topical treatment (including oestrogen cream): ovestin / vagifem for the treatment of: pain in vaginal area / ongoing. The patient was treated with other medication: endep.